Event description:
It was reported the patient was not receiving coverage in the area needed. Reprogramming attempts were unsuccessful. As a result, the patient's scs system was explanted. The explanted devices will not be returned to sjm.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.